Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed under-sensing on the pacemaker. Programming changes were performed to resolve the issue. The patient condition was stable.